Manufacturer narrative:
Add'l info has been requested from the reporter. To date, no prod number nor lot number have been provided. No prod sample is available. Based on the reporter "I tried to get it back, but it's all in vain, because a nurse has already thrown it away before I asked."

Event description:
An e-mail from the distributor states that "our client is complaining that a port is detachable from a catheter after implantation. It cause a serious problem." The pt is reported to be fine.